Event description:
The customer reported that their viewsonic display for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn sent out a letter to some customers dated may 1, 2009, indicating a medical device recall on certain serial numbers on acuity central station viewsonic displays. Welch allyn has notified the FDA of the intent to voluntarily recall these displays on april 15,2009.